Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip.

Event description:
Customer reported the insulin pump had several cracks. Customer's blood glucose was 250 mg/dl, treated with bolus. Customer stated there are cracks are on the reservoir compartment, on the front of the screen and around it. Customer does not recall how the damage occurred to the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.